Manufacturer narrative:
Section e initial reporter: the first and last names and phone number of the initial report are not available due to regional privacy laws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a dlp aortic root cannula with a vent line, it was reported that at the moment the needle was inserted into the vein, the luer lock that was holding the needle in place was difficult to remove. When they used force to remove it, a white sponge-like part remained in the luer lock part. It appeared that the luer part had also been deformed. After the puncture, it appeared that no blood was touched anywhere other than the needle and there was no blood staining anywhere else. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that that the screw part at the top of the cannula was hard and did not come off. It could not be check with the physician in charge, so the customer is unsure. As for the deformation, it may have been deformed because it was removed with force but it was not known whether it was actually deformed. The white sponge-like part is referring to the middle of the axis, there is a white substance of approximately 2mm.

Manufacturer narrative:
Correction:fdm code updated d.4. UDI updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.